Event description:
(B)(4). Extremely painful, sharp, stabbing pains in my abdomen. Painful abdominal bloating with distension. Chronic gas. Hair thinning and loss. Headaches. Painful ovulation. Painful menstrual cramps. Heavy periods (never had before) with clotting. Back pain. Fatigue. Depression and mood swings. Loss of energy. Back pain. Weight gain despite diet and exercise. Inability to lose weight. Premenopause at (B)(6). Low libido and pain during sex. Overactive bladder. Leg cramps. Numbness in toes.